Event description:
It was reported that on the day after the implant procedure, the patient experienced diaphragmatic stimulation and sub-sternal chest discomfort that got worse with deep breathing and lying on the right side. The left ventricular (lv) lead was reprogrammed to alleviate the diaphragmatic stimulation and remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that on the day after the implant procedure, an echocardiogram revealed a trivial pericardial effusion, but nothing was done for it at the time as it was very small. Another planned echocardiogram was later performed which revealed a slightly larger, but overall still a small pericardial effusion. Another planned echocardiogram was later performed which was technically limited due to lung artifact, but did show again a small pericardial effusion. The patient was scheduled for a follow up with the cardiologist. The physician noted that the effusion appeared stable. Nothing was done as a result of the effusion since it was very small. The lv lead, right atrial (ra) lead, and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.